Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: endotracheal tube cuff leaked and required tube to be replaced. No reported injury. Medwatch report#: (B)(4).

Event description:
Reported event: endotracheal tube cuff leaked and required tube to be replaced. No reported injury. (Medwatch report#: (B)(4)).

Manufacturer narrative:
(B)(4). As no sample was returned for investigation, therefore 1 production representative sample was used for simulation. Visual inspection was performed on the production representative sample. There is no obvious defect observed during the inspection. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotest. The cuff pressure was observed to be maintained at 25mbar for 30 minutes. The production representative sample was then immersed into the water and undergo water leak test. No bubbles were observed flowing out from the pilot balloon and cuff during the water leak test. Color water test was then conducted by injecting color water into the cuff to further identify any point of leakage. There is no cuff leakage and pilot balloon leakage found on the representative sample. Based on the investigation conducted, the complaint on this complaint mode could not be confirmed. There is no physical evidence of failure since there is no sample available for investigation.